Event description:
Philips received a complaint from customer, reporting that the v60 ventilator was displaying a pressure line disconnect alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying a pressure line disconnect alarm. The biomed performed a performance verification test (pvt), and the device passed successfully. The biomed then decided to remove and reinstall the data acquisition (da) printed circuit board assembly (pcba), and now the device was not passing the system leak test. The rse provided the biomed with the following instructions - verify that the internal exhalation port, air inlet port, gas outlet port, and proximal port were plugged properly; verify that the system leak test syringe tubing is properly clamped; check for disconnected or cut tubing from the gds to the gas outlet port, and from the gas outlet port to the base; check for misaligned or cut rubber boots from the gas delivery system (gds) to the blower, and from the blower to the gas outlet port; check for leaks at the flow sensor assembly, solenoid valves, and pressure transducers; verify that the machine and proximal pressure transducers were reading correctly. If not, replace the da pcba.

Manufacturer narrative:
The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.